Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/15/2014 with the following findings: the pump was found to power on successfully with the returned battery cap however the battery cap was observed to be unable to fully tighten to the pump. The pump battery cap threads were observed to be damaged. Unrelated to the battery compartment issue, evaluation revealed the internal clock battery on the pcb board was leaking. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment threads were damaged. This report is made based on the results of evaluation completed on 09/15/2014.